Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant the physician was unable to position the right atrial (ra) lead due to high thresholds and impedance. The lead was explanted and another lead was used. No patient complications have been reported as a result of this event.